Manufacturer narrative:
Product ID: 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 389233 lot# j0327034v, product type lead product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger. (B)(4).

Event description:
It was reported that the patient experienced an extreme shock. It was noted that the patient had shocking and jolting prior to a device replacement. It was further noted that the patient would experience this very frequently even when they were in a still position. Additional information has been requested but was not available as of the date of this report. Please refer to manufactures report # 3004209178-2013-07896 for additional information on a related device.